Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811 as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level and the insulin pump was over delivering. The customer¿s blood glucose level was 40 mg/dl and current blood glucose level was 82 mg/dl. The customer was treated with food and sugar. The customer was alleging insulin pump was over delivering as the customer went from 290 mg/dl to 40 mg/dl in an hour. The customer¿s blood glucose was 366 mg/dl and after gym he was 290 mg/dl then within an hour the customer was 40 mg/dl and then to 36 mg/dl. The customer had four doses of sugar to get customer over 100 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.